Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump also alarmed motor position encoder error and the pump did not pass the displacement test. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The insulin pump passed rewind, basic occlusion, prime and displacement test. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No unexpected insulin pump alarm noted. Device had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, and cracked lcd window.